Manufacturer narrative:
Corrected data: d4 catalog number updated/corrected. Investigation summary: fluid leak / pd-any device-(crack): the cause of fluid leak and crack on the purge cassette is not determined due to no product returned, no data logs recovered, and insufficient clinical details.

Manufacturer narrative:
Additional information was provided b5 was updated and h6 a0404 was added. This is one of two related reports. This report represent the purge cassette and another report was submitted to represent the automated impella controller. H10 updated with related report 1220648-2026-06938.

Event description:
Additional information was received: "purge cassette was cracked and causing to leak¿. Replaced purge cassette and aic kept saying air in line after multiple attempts to de-air it never would resolve so nurse switched aics and after switching to other aic all alarms resolved and no issues."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 56 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The patient was already on support with the intraaortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO), as well as inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. The other underlying medical history was not shared. On day 6 of the support the team had a purge cassette leak. They removed and replaced the cassette with no consequence to the patient and support. The automated impella controller (aic) still alarmed for air in the purge despite all de-airing and troubleshooting attempts. This prompted the team to replace the aic with a backup. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The pump support continues to date. The patient has survived.

Manufacturer narrative:
Additional information received and noted that the patient expired. Care was withdrawn. Clinical assessment has been and captured to b5 event description. Note: type of reportable event and h6 coding remain unchanged as previously reported. Related report number. This is one of two devices associated with the event. Refer to h10 for the related report number(s) and device associated with the demise outcome.

Event description:
Clinical narrative: (updated 2026-5-26 with new patient outcome). The patient support continued on the 5.5 and aic for over 39 days when the patient expired when care was withdrawn. The 5.5 had been used for patient support well beyond the pump's indication for use as noted in the instructions for use. The death is conservatively being reported to the impella 5. And aic, but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock. An impella 5.5 was inserted via the axillary artery graft site to support the 56 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The patient was already on support with the intraaortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO), as well as inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. The other underlying medical history was not shared. On day 6 of the support the team had a purge cassette leak. They removed and replaced the cassette with no consequence to the patient and support. The automated impella controller (aic) still alarmed for air in the purge despite all de-airing and troubleshooting attempts. This prompted the team to replace the aic with a backup. After the switch of aic the alarms resolved and there were no issues. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The pump support continues to date. The patient has survived.